Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that one day post implant, the threshold was very high on the atrial lead. The passive fixation lead was removed and replaced with an active fixation one. The patient is enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.